Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. During the procedure, upon insertion of the catheter, air was detected in the sheath. After aspirating, the air was temporarily removed, but air was subsequently detected again. Therefore, the sheath was replaced. After the replacement, the problem was resolved and the procedure was completed without problem. The device was replaced, and the procedure was completed successfully. No patient complications were reported.